Event description:
The customer reported that the 9800 system would display a grainy image during fluoroscopy. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the battery pack, high voltage tank, video controller circuit board, and cables. The system was tested and operates as intended.